Manufacturer narrative:
Duragen (id3301i) was returned for evaluation: failure analysis - the unit was visually inspected. The box was not crushed or bent; however, the box had indications that a label or something with adhesive was adhered to it and then removed. The product trays (inner and outer) were in good condition and sealing area was complete. Regarding product appearance, no anomaly was observed. The unit was shown to qa in-process personnel who perform product inspections on a regular basis and concurred with what was previously stated. Other than the visual product inspection, no additional test was performed to the returned unit because it is not considered a representative sample unit. It is unknown if the sample was kept under the required environmental conditions or if package integrity was compromised (e.g., an unidentified pinhole) since the unit was handled at the field and sent through delivery services to a decontamination laboratory and from there to the manufacturing site. Therefore, the investigation was based on the sample visual inspection, documentation review, and assessment provided by scientific affairs (provided in follow up MDR #1), thus the root cause is unchanged as provided in said follow up MDR #1.

Event description:
N/a.

Manufacturer narrative:
Duragen (id3301i) was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, investigation of retained sample was performed as follows: device history record (DHR) review: lot number information has been provided; therefore, the DHR was reviewed and found no anomalies. Failure analysis: one (1) retain unit was visually inspected. Dispenser box was in good condition. No defect was observed on the tray¿s appearance, sealing area, sponge appearance, and no foreign material was observed inside the package. No anomaly was observed that could be related to the reported condition: sterile barriers, seal area, and product appearance were in good condition. Scientific case evaluation: the issue was underlying hydrocephalus that was not addressed until after the csf leak and the infection. The chart refers to ¿tumour cerebri¿ being removed. So, this may refer to a cerebellar tumor. Pseudotumor cerebri is cranial hypertension of unknown origin, not a specific tumor that can be removed. The issue in these cases is the untreated cranial hypertension (hydrocephalus). Any dural repair is likely to fail if there is elevated csf pressure, the leak will then promote infection particularly when the leak reaches and breaks through the skin suture line. Duragen is not the culprit here, it is the undetected and untreated cranial hypertension. Root cause: based on the above evaluation, the most probable root cause for the reported conditions is not product related, but rather a result of the underlying hydrocephalus condition not addressed until after the csf leak and infection. Also, it is unlikely that the sponge was the cause of the infection. There are controls in place during the process such as gowning practices, manufacturing/packaging-controlled rooms, area and product monitoring, bioburden program, bacterial endotoxin test (bet) at different steps of manufacturing and to the fg product, and validated overkill approach terminal sterilization cycle. Duragen is supplied sterile, in single use, double peel packages. Contents of the package are guaranteed sterile and non-pyrogenic unless the package is opened or damaged. Additionally, the IFU addresses possible complications such as infections "possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation."

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility expressed concern about 4 cases in which duragen was used and the patients had complications post procedure. This report is 1 of the 4 linked to mfg report numbers: 1121308-2021-00050, 1121308-2021-00051, and 1121308-2021-00052. Duragen (id3301i) was used in a tumor cerebri removal procedure on (B)(6) 2021. The following are the series of event following the patient's discharge on (B)(6) 2021: on (B)(6): leaking wound. On (B)(6): readmission to hospital. On (B)(6): 2x lumbar puncture. On (B)(6): pus at wound edge, reoperation removal of skull shutter + culture. On (B)(6): permanent leakage, placement of subcutaneous drain. On (B)(6): removal of subcutaneous drain. On (B)(6): placement of lumboperitoneal shunt. On (B)(6): overdrainage? On (B)(6): placement of valve in the future repair of the bone defect. Overall, the consequences for the patient were: 3x reoperation, long-term antibiotic treatment, emotional discomfort, reoperation to repair bone defect in the future.